Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag had its middle port pull out when spiked. The issue was discovered during setup. This report documents no patient involvement or adverse events. No additional information is available.